Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was ''found down this morning''. Intermittent undersensing was noted on the right atrial (ra) lead during stored episodes. The lead remains in use. No further patient complications have been reported as a result of this event.